Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 35-year-old caucasian female who underwent breast augmentation revision with 590cc mentor memorygel breast implants experienced bilateral capsular contracture and left sided rupture post procedure. The right sided capsular contracture was baker grade ii. The left sided capsular contracture was baker grade IV. As a result, bilateral breast implant removal with en bloc capsulectomy was performed on (B)(6) 2023. The patient¿s condition is improved. See 1645337-2023-06809 for contralateral prosthesis report.

Manufacturer narrative:
Additional information was received on june 9, 2023. In addition to the issues reported previously, the patient also experienced left sided local reaction. The patient had swelling in the left breast that resolved. Ultrasound revealed no fluid accumulation and a left sided unremarkable lymph node. Pathology revealed a benign breast capsule. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).